Event description:
A placement signal not reliable alarm was noted but no patient level information reported.

Manufacturer narrative:
Patient-specific information is unknown. Additionally, product-specific information, other than the device being an impella 5.5, is unknown, including the implant and explant dates. Further details regarding the event, as well as the initial reporter¿s first and last names, are also unknown. The relevant fields have been marked as ¿unknown¿ or left blank where applicable. If this or any additional relevant information becomes available, a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.